Manufacturer narrative:
No report of patient involvement. The biomedical engineer mentioned this failure in a voice mail message to ge healthcare technical support. The adjustable pressure limiting valve was recommended for replacement.

Event description:
The hospital reported adjustable pressure limiting valve was broken. Possible loss of manual ventilation. There was no report of patient involvement.